Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded no blood observed on the catheter. A kink was observed on the catheter tubing and inner lumen approximately 42.2cm from the iab tip. The optical fiber was found to be broken within the kink. A second kink was observed on the catheter tubing near the y-fitting approximately 75.2 cm from the iab tip. The extender tubing was also returned. The inner lumen was observed to be occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, an extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate due to the multiple kinks found on the device the condition of the iab as received indicated kinks in the catheter tubing. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the alarm in the laboratory setting, the kink found on the catheter tubing of the returned device restricted the gas passage and resulted in poor inflation. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure had occurred. A second iab was inserted, but shortly after the console began to generate a catheter restriction alarm. All attempts at troubleshooting were unsuccessful. The customer was advised to replace the iab being careful not to bend or kink it while inserting. The physician could be heard in the background stating he was sure he had not kinked the iab. Upon follow up, it was revealed that a third iab had been inserted to continue therapy without further issue. It was noted that there were no signs of kinks in either the first or second iab. There was no patient harm or adverse event reported. This report is for the 2nd iab. A separate report has been submitted for the 1st iab under mfg report number: 2248146-2022-00941.

Manufacturer narrative:
Additional initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).